Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product:tibia cemented 5 degree stemmed left size d: catalog#42532006701, lot#62754616; femur cemented posterior stabilized (ps) narrow left size 7: catalog#42500006201, lot#62809876; all-poly patella cemented 29 mm diameter: catalog#42540200029, lot#62832919. Customer has indicated that the product will not be returned to zimmer biomet for evaluation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Subsequently, seven (7) years post-implantation, the patient underwent revision surgery due to instability and pain. The articular surface was exchanged without reported complications. It was reported that no further information is available.